Event description:
On april 20, 2026, senseonics was made aware of an incident in which the user required an additional procedure following identification of two sensors in close proximity within the same arm. Review of case history indicated that a previously implanted sensor had not been removed prior to insertion of a new sensor.

Manufacturer narrative:
Follow-up confirmed that the previously retained sensor was successfully removed and a new sensor was implanted. The healthcare provider was counseled regarding proper insertion practices, including avoiding placement of multiple sensors in the same location